Event description:
During the initial implant procedure, failure to capture was noted on the right ventricular channel when the device was placed in the patient. The device was explanted and no pacing was also observed. The set screw was found to be stuck and was not able to move with the screw driver. A new device was successfully implanted. The physician alleged the procedure was lengthened and consider clinically significant for the patient. The patient was stable with no consequences.

Manufacturer narrative:
The reported complaint of setscrew stuck to the wrench tip and no signal transmission to the patient¿s heart was confirmed. Analysis found the torque wrench was being incorrectly inserted into the v-setscrew such that the corners of the wrench tip were being forced down into the walls of the setscrew inset. The wrench tip has to be aligned with the setscrew inset for it to drop into the inset to engage it and tighten the setscrew. Since the wrench was not aligned to go into the inset, the corners of the wrench tip were being forced down and wedged into the inset walls which stuck the wrench in the setscrew. The setscrew stuck to the wrench was then pulled out of the device through the septum as observed in the operating room. Because the wrench was being incorrectly inserted the setscrew was never tightened on the lead. Therefore, the device's output pacing signal was not being transmitted to the implanted lead in order to pace the patient¿s heart. Electrical testing was performed on the device. The device had normal output and normal device characteristics when the setscrews were properly tightened on the leads.